Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary finding of this issue to be related to the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.248¿ x 0.079¿ in size. The root cause of this issue is typically attributed to user mishandling, such as excess force applied at the instrument tip. Additional observation(s) not reported by site: the instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of this issue is typically attributed to user mishandling, most commonly caused by improper cleaning/reprocessing techniques. There was no image or video clip submitted for review. A review of the instrument logs for the permanent cautery spatula (part# 470184-13/ serial # (B)(4) was performed. The instrument was last used on 16-sep-2022 on system sn: (B)(4) with 1 use remaining. Based on this review, the instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, permanent cautery spatula instrument cover broke into two pieces. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.